Event description:
It was reported via repair work order that there was no power to the auxilliary outlet as the breaker was tripped on the foot end 110v box assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.